Event description:
Pt had a controller fault alarm on (B)(6) 2020 at 430pm. Pt's parameters normal: 4.7, 3.7, 2600 rpm. Alarm started while pt was sitting. No symptoms. Per company rep if alarm didn't clear itself would advise to do a controller exchange. Controller exchange done at 5pm on (B)(6) over the phone with no issues. Pt felt no symptoms. Normal parameters after exchange. Pt's wife was called back at 530pm to obtain serial number of controller and she stated pt lost his vision. No other deficits noted. Pt was advised to go to the nearest ER to rule out a cva. Pt went to (B)(6). In the ER pt developed slurred speech, confusion and still with loss in vision. First head CT negative. Second CT scan showed new cva. Admitted at the facility on the step down floor.